Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was received on (B)(6) 2024. The results are below: the pump was given the initial complaint code of"2pow3: power issue - device powers self off", and the pump's event log was pulled and reviewed in order to see if the pump had abruptly powered off in its history. This would be seen if there were back to back log_event_on codes without a log_event_off with it. Upon review of the event log there were no signs of an abrupt power off at all. Several "log_event_on" codes consecutively appear before the undefined event lines however, but this is from when the debugger tool was connected to the pump to extract the event history file. The event log will be attached, see "sn 712652". In order to further diagnose the pump, the pump was tested with the following protocol for battery and power complaints from document # it-004-wi-003: 9.1. Connect the pump to the administration set. 9.2. Power on the pump. 9.2.1. Passing criteria: the device powers on. 9.3. Select resume infusion. If not available, select new infusion. 9.4. Set the vtbi to 100ml. Leave all other parameters unchanged in order to replicate the infusion settings when the issue was identified by the user. 9.5. Press the run/stop key to run the infusion. 9.6. Allow infusion to run to completion. 9.6.1. Passing criteria: infusion is able to complete with no issues. If all of the above passing criteria are met, the complaint is not confirmed and the device functions to specification. The investigation is concluded. If any of the above passing criteria are not met, continue with the following actions to attempt to determine a root cause for the failure. 9.7. Open the battery cover on the pump. 9.8. Replace the battery with a fully charged battery. 9.9. Re-perform the protocol defined in section 6.2. 9.9.1. If any passing criteria is met, root cause determined to be a battery with insufficient charge. The investigation is concluded. 9.9.2. If any passing criteria is not met, continue below. 9.10. While device is powered off, remove the 4 screws from the back side of the pump housing. 9.11. Disassemble the pump housing and visually inspect the internal component connections. 9.11.1. If any loose or damaged connections are identified near the battery connection, root cause is determined to be loose or damaged internal connection. The investigation is concluded. 9.11.2. If the failure is able to be replicated and/or confirmed, but no root cause can be established with the protocols defined in this procedure, document this on the investigation record and conclude the investigation. Upon turning on the pump, there was an option for resume infusion which means that there was not an abrupt power off prior, since an abrupt power off usually causes all prior infusion parameters to be erased. The end of a 46 hour infusion was completed at 2.8 ml per hour and the pump was found not to power off. The reported issue is not confirmed. The pump meets passing criteria and is performing to specification. The pump will be further investigated underneath CAPA # it2023-15 for power/battery.

Manufacturer narrative:
The product was received on 01/25/2024 and is currently undergoing evaluation. Another follow-up will be provided with detailed findings.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/04/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.